Manufacturer narrative:
The customer confirmed that the device was not in clinical use at the time of the event. The customer reported that the battery was replaced which resolved the reported issue.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date, no further details have been received. The service history record was reviewed, and no repair information was found.

Event description:
The customer reported that the unit won't turn on battery. The customer contacted product support and requested for service repair. It is unknown if the unit was in use on a patient, but there was no patient harm reported.